Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the right coronary artery (rca). The 2.5x12mm rx mini vision stent delivery system (sds) failed to cross the lesion due to the patient's anatomy and the proximal shaft separated. The separated sds was withdrawn without any reported issues. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. A 2.5x15mm xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.